Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-06223. It was reported the patient failed to recharge the ipg¿s since patient misplaced the chargers and did not remember to recharge. As a result, both scs ipg could not communicate with the external devices during reprogramming sessions. As such patient lost stimulation. Surgical intervention was undertaken wherein the ipg's were explanted and replaced. Patient has two scs systems (cervical and thoracic) which lost stimulation.